Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on with a blood glucose level of unknown. The customer was sweating profusely and lethargic. The customer was treated for their blood glucose with sugar and chocolate. The caller could not verify the serial number of the insulin pump due to extreme circumstances. The customer did not troubleshoot and did not send the product back for analysis.